Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up with record episodes of noise resulting in non-sustained right ventricular over-sensing exhibited by the right ventricular lead. No interventions were reported. The patient was in stable condition.